Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 565 mg/dl at the time of incident. Customer was treated with insulin pump. The customer stated the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 123 mg/dl and the sensor glucose was 69 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated the other blood glucose value was 123 mg/dl, 158 mg/dl. Sensor value that triggered the suspend event was around 69 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Sensor glucose and blood glucose difference was 54 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.